Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2002 essure (fallopian tube occlusion insert) was placed. The consumer's oncurrent condition included nickel allergy. On (B)(6) 2002 the consumer experienced complication during insertion. After 6 months of essure insertion, the consumer experienced lower back pain, increase or heavy blood loss during menstruation, pain in head, pain in breast, tiredness, restless feelings, mood swings, memory loss, concentration problems, menopause complaints, vitamin deficiency, iron deficiency, general malaise, viral meningitis, and (B)(6).the consumer received injections for iron deficiency and b12. Blood test was performed but no result was provided. The outcome of the events was recovered. Essure (ess205) was removed on (B)(6) 2016. Salpingectomy (removal of two fallopian tubes) and hysterectomy were also performed. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure was removed and she underwent a salpingectomy and hysterectomy as well. This event is listed in the reference safety information for essure. Pain may occur during essure use. In this case, the event started about 6 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure was removed and she underwent a salpingectomy and hysterectomy as well. This event is listed in the reference safety information for essure. Pain may occur during essure use. In this case, the event started about 6 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.